Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and unexpected error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test, no unexpected battery out limit, no low battery alert, and no blank display noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube, slight corroded battery cap contact, corroded battery tube, and minor scratches on display window noted during testing. No moisture damage noted on electronics assembly.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported leaks on the tubing. The customer reported that they received battery out limit alarm and failed battery test alert. The customer's blood glucose was 428 mg/dl at the time of incident. The customer stated that the blood glucose reached 435 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the battery compartment was corroded. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.